Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 102962: 40 items manufactured and released on 14 october 2010. Expiration date: (B)(6) 2015. No anomalies found related to the issue. To date, 37 items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 the sales representative has been informed by the surgeon that a revision surgery will be performed. At this time we do not know if the reason of the revision surgery is bone fracture or stem loosening.

Manufacturer narrative:
3 years after primary hybrid tha a revision is required. Reasons are not specified; we assume the hip became painful. From the xray analysis, the one source of information to conduct an investigation, we observe that cementation technique was probably suboptimal, and distance is visible between the cement mantle and the distal endosteum. We cannot judge how influential this circumstance could have been on the loosening or pain source. The level of the distal femoral plug is also questionable, it is not shown in the radiograph and we are assuming it existed.